Event description:
It was reported that after insertion, the tulip head would not adjust. As a result, the screw was removed and replaced.patient outcome: no adverse effect reported as a result of this event.